Event description:
It was reported that approximately five months after the implantation of the xience v stent in the proximal left circumflex coronary artery, the patient experienced angina. The electrocardiogram results were suggestive of a new q-wave myocardial infarction. The patient was treated with isosorbide mononitrate. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and myocardial infarction, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.